Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from (B)(6)1999-(B)(6) 2008. It is unknown when the event's occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged skin graft failures are related to v.a.c. ® therapy. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2015, kci received an article, "outcomes of vacuum-assisted therapy in the treatment of head and neck wounds."the journal of craniofacial surgery. 2015 oct; 26(7):e599-e602. Doi:10.1097/scs.0000000000002047 that reported that two patient's required subsequent skin graft procedures. On (B)(6) 2015, kci received the following information from the physician: it could not be confirmed if the failed skin grafts were related tov.a.c.® treatment or to the patient's comorbidities. But did confirm that there were no documented v.a.c.® malfunctions during the study. On (B)(6) 2015, kci received the following information from the physician: she confirmed again that she did not believe that the v.a.c.® device caused the events, however she speculated that the v.a.c.®, contributed to the problems. The physician confirmed that the subsequent skin graft procedures were completed successfully. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.